Event description:
The customer requested assistance retrieving data and regarding how to export data on a patient that has been discharged. Cardio pulmonary ICU- bed# 6367patient, harm ((B)(6) 2023, death: (B)(6) 2023). The inquiry is related to a patient's harm, however, the caller is not sure if the patient's incident was due to a user error or a product issue. It appears the monitor's alarms were turned off, so the monitor's alarm did not perform as expected. A philips technical consultant (tc) was dispatched and the device logs were retrieved.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Additional information received via good faith effort (gfe) response indicated the customer required the logs so they could be provided to the lawyers as the alarm was accidentally silenced. Per the customer, the spo2 alarm was silenced, and the patient later passed away from other complications. A field service engineer (fse) went onsite and pulled the logs for the customer. The complaint was escalated for technical investigation, and the results indicate that there is insufficient information available. The provided logs cannot be reviewed as the timeframe of the event was not provided. The cause of the reported problem is unknown. The customer advised that the alarm was silenced, however philips is unable to confirm this in the logs. The reported problem was not confirmed. Due to the lack of available information, the exact cause for the reported issue remains unknown, and a malfunction of the device cannot be ruled out. If additional information is received the complaint file will be reopened. D4 UDI is corrected to no information as software version is unknown and UDI cannot be verified.